Event description:
It was reported that the system would not fluoro. This can cause the system to be usable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The snubber pcb was evaluated and replaced. A complete filament and generator calibration was performed. The system was tested and found to be working as intended and returned to service.